Event description:
It was reported that a portion of the depuy spine leopard implant was broken during insertion. The broken fragment was removed. The surgeon also removed the implant and then re-inserted the device in the pt. The device was later reported to have moved and a second procedure performed to remove the damaged implant. As surgical intervention occurred an MDR is being filed to document this event.